Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bronchoscopy, while sewing the chest tube, the needle broke while they were using a surgeon's knot suturing technique. A new strand was used to complete the case. There was no patient injury.